Event description:
It has been reported that alarms have not been heard at the multiview workstation from sc7000-monitor when the code-button on the monitor has been activated. The alarms have only been visible on screen. At this time a yellow alarm for heart-rate out of range. According to the night-staff this has happened several times. When trying to simulate under the same conditions it has not been seen by siemens engineers yet.